Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was 49mg/dl at the time of incident. The customer reported that the pump is recording lows from the meter but does record the high blood glucose and would like to know how we can fix that. Customer had said okay to troubleshoot the low blood glucose, but the line was disconnected. The insulin pump will not be returned for analysis.